Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concomitant products included ondansetron (zofran) and ranitidine hydrochloride (zantac) for acid reflux (esophageal). On an unknown date, the patient had essure inserted. In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vomiting ("throw up"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("cancer") and weight increased ("weight gain 218 lbs") and experienced dyspareunia ("painful intercourse / so painful"), headache ("my headache was so bad"), discomfort ("didn't feel comfortable"), impaired quality of life ("couldnt get out of bed / couch"), morning sickness ("morning sickness"), pain in extremity ("worst foot is the same side I had a misfire during implant"), gastrointestinal disorder ("gastrointestinal issues"), migraine ("chronic migraines") and dysgeusia ("metallic taste in my mouth, food just doesn't taste right"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant, dyspareunia, headache, discomfort, impaired quality of life, morning sickness, pain in extremity, weight increased, gastrooesophageal reflux disease, vomiting, gastrointestinal disorder and dysgeusia outcome was unknown. The reporter considered discomfort, dysgeusia, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, impaired quality of life, medical device removal, migraine, morning sickness, neoplasm malignant, pain in extremity, vomiting and weight increased to be related to essure. The reporter commented: used different lubricants but those make the pain worse. Concerning the injuries reported in this case, the following ones were reported via social media: headache, impaired quality of life, discomfort nos, cancer, dysgeusia . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: social media case received. Reporter information, event: dysgeusia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and neoplasm malignant ('cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain 218 lbs") and experienced dyspareunia ("painful intercourse / so painful"), headache ("my headache was so bad"), discomfort ("didn't feel comfortable"), impaired quality of life ("couldnt get out of bed / couch"), morning sickness ("morning sickness") and pain in extremity ("worst foot is the same side I had a misfire during implant"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant, dyspareunia, headache, discomfort, impaired quality of life, morning sickness, pain in extremity and weight increased outcome was unknown. The reporter considered discomfort, dyspareunia, headache, impaired quality of life, medical device removal, morning sickness, neoplasm malignant, pain in extremity and weight increased to be related to essure. The reporter commented: used different lubricants but those make the pain worse. Concerning the injuries reported in this case, the following ones were reported via social media: headache, impaired quality of life, discomfort nos, cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event foot pain was added. New reporter was added. Fu 10 &11 processed together. On 23-mar-2020: social media received. New event weight gain was added. New reporter was added. Fu 10 &11 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concomitant products included ondansetron (zofran) and ranitidine hydrochloride (zantac) for acid reflux (esophageal). On an unknown date, the patient had essure inserted. In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vomiting ("throw up"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("cancer") and weight increased ("weight gain 218 lbs") and experienced dyspareunia ("painful intercourse / so painful"), headache ("my headache was so bad"), discomfort ("didn't feel comfortable"), impaired quality of life ("couldnt get out of bed / couch"), morning sickness ("morning sickness"), pain in extremity ("worst foot is the same side I had a misfire during implant"), gastrointestinal disorder ("gastrointestinal issues") and migraine ("chronic migraines"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant, dyspareunia, headache, discomfort, impaired quality of life, morning sickness, pain in extremity, weight increased, gastrooesophageal reflux disease, vomiting and gastrointestinal disorder outcome was unknown. The reporter considered discomfort, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, impaired quality of life, medical device removal, migraine, morning sickness, neoplasm malignant, pain in extremity, vomiting and weight increased to be related to essure. The reporter commented: used different lubricants but those make the pain worse. Concerning the injuries reported in this case, the following ones were reported via social media: headache, impaired quality of life, discomfort nos, cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event chronic migraines was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concomitant products included ondansetron (zofran) and ranitidine hydrochloride (zantac) for acid reflux (esophageal). On an unknown date, the patient had essure inserted. In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vomiting ("throw up"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("cancer") and weight increased ("weight gain 218 lbs") and experienced dyspareunia ("painful intercourse / so painful"), headache ("my headache was so bad"), discomfort ("didn't feel comfortable"), impaired quality of life ("couldnt get out of bed / couch"), morning sickness ("morning sickness"), pain in extremity ("worst foot is the same side I had a misfire during implant"), gastrointestinal disorder ("gastrointestinal issues") and migraine ("chronic migraines"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant, dyspareunia, headache, discomfort, impaired quality of life, morning sickness, pain in extremity, weight increased, gastrooesophageal reflux disease, vomiting and gastrointestinal disorder outcome was unknown. The reporter considered discomfort, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, impaired quality of life, medical device removal, migraine, morning sickness, neoplasm malignant, pain in extremity, vomiting and weight increased to be related to essure. The reporter commented: used different lubricants but those make the pain worse. Concerning the injuries reported in this case, the following ones were reported via social media: headache, impaired quality of life, discomfort nos, cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. Concomitant products included ondansetron (zofran) and ranitidine hydrochloride (zantac) for acid reflux (esophageal). On an unknown date, the patient had essure inserted. In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vomiting ("throw up"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("cancer") and weight increased ("weight gain 218 lbs") and experienced dyspareunia ("painful intercourse / so painful"), headache ("my headache was so bad"), discomfort ("didn't feel comfortable"), impaired quality of life ("couldnt get out of bed / couch"), morning sickness ("morning sickness"), pain in extremity ("worst foot is the same side I had a misfire during implant") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant, dyspareunia, headache, discomfort, impaired quality of life, morning sickness, pain in extremity, weight increased, gastrooesophageal reflux disease, vomiting and gastrointestinal disorder outcome was unknown. The reporter considered discomfort, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, impaired quality of life, medical device removal, morning sickness, neoplasm malignant, pain in extremity, vomiting and weight increased to be related to essure. The reporter commented: used different lubricants but those make the pain worse. Concerning the injuries reported in this case, the following ones were reported via social media: headache, impaired quality of life, discomfort nos, cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received: new reporter added. Concomitant products added. New event 'acid reflex' and 'gastrointestinal issues' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and neoplasm malignant ('cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant (seriousness criterion medically significant) and experienced dyspareunia ("painful intercourse / so painful"), headache ("my headache was so bad"), discomfort ("didn't feel comfortable"), impaired quality of life ("couldnt get out of bed / couch") and morning sickness ("morning sickness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant, dyspareunia, headache, discomfort, impaired quality of life and morning sickness outcome was unknown. The reporter considered discomfort, dyspareunia, headache, impaired quality of life, medical device removal, morning sickness and neoplasm malignant to be related to essure. The reporter commented: used different lubricants but those make the pain worse. Concerning the injuries reported in this case, the following ones were reported via social media: headache, impaired quality of life, discomfort nos, cancer. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event morning sickness added. Medical history added. On 20-mar-2020: social media content received: reporter added. Case become incident. Essure removal done. Fu 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.